Event description:
Livanova (B)(4) received a report of water leak from a heater-cooler system 3t while filling the device and a puddle formed on the floor. Reportedly, the filter part of the aerosol bottle lid may have been blocked due to wetness. After opening the lid of the bottle, water dropped. The power was turned on and confirmed that there was no damage of the device. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in sunagawa, (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the reported leak was caused by user connecting device and canister incorrectly which caused the water to not flow into the canister and to overflow. No serious injury occurred and the issue was solely caused by user error thus this case is being re-assessed as not reportable.

Event description:
See initial report.